Manufacturer narrative:
No clots were seen in the sample. Sufficient sample volume in primary tube was determined upon follow-up review by the customer. Per customer, no calibration and qc problems were noted. A field service engineer was dispatched and replaced the glucose module. The electrode was returned to bci for further investigation.

Event description:
Beckman coulter inc. (Bci) internal monitoring data for glucose indicated one patient sample that did not match when running in duplicate mode and gave a false low result. The customer did not call and complain to bci about this sample. One glucose result of 65mg/dl rerun in duplicate mode was 110mg/dl. Reruns on another instrument yielded 102 and 105mg/dl. The result of 105mg/dl was reported outside of the laboratory. There was no affect to patient treatment with regard to this event.